Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reports for code (underdelivery) for lifecare model 4 products is approximately 1.37/million sets.

Event description:
Underdelivery reported. During a routine preventative maintenance inspection performed by biomedical engineering, the device was noted to deliver 16% below the expected amount. For example, with an expected delivery amount of 100ml, the device delivered 84 ml. There were no clinical reports any problems while the pump was in pt use.